Event description:
It was reported that after two weeks of stent assisted coil embolization surgery with the subject stent, recurrence occurred. Therefore, physician planned to deploy a flow diverter stent within the subject stent using a microcatheter. When the physician attempted to deliver the microcatheter through the subject stent, the microcatheter was placed on the stent mesh and it got stuck with the subject stent. After repeated attempts, the physician found that the proximal and distal ends of the subject stent had become loose. Subsequently, the physician delivered an intermediate catheter, pulled the subject stent into the intermediate catheter, and removed it from the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4. Expiration date: updated, d4. Gtin: updated, h4. Manufacturing date: updated, d9. Product available to stryker: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the "a procedure for the implantation of an fd stent in a recurrent right c7 segment aneurysm. Previously, a subject stent was implanted in this patient to assist with coil embolization, but recurrence occurred two weeks after the surgery. Therefore, the physician planned to deploy an fd stent within the original subject stent. When the physician attempted to deliver the microcatheter through the subject stent using a guidewire for guidance, the microcatheter got stuck inside the subject stent and could not pass through. After repeated attempts, the physician found that the proximal and distal ends of the subject stent had become loose. Subsequently, the physician delivered an intermediate catheter, pulled the subject stent into the intermediate catheter, and removed it from the body. Afterwards, the physician used another intermediate catheter and a new microcatheter to successfully implant the fd stent, and the procedure was completed smoothly.". Additional information received indicated the patient is fine. The fd stent was used to treat the recurred right c7 segment aneurysm which was treated by subject stent in previous surgery. The device was not returned for analysis. An assignable cause of undeterminable will be assigned to the reported event as the device was not returned and a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that after two weeks of stent assisted coil embolization surgery with the subject stent, recurrence occurred. Therefore, physician planned to deploy a flow diverter stent within the subject stent using a microcatheter. When the physician attempted to deliver the microcatheter through the subject stent, the microcatheter was placed on the stent mesh and it got stuck with the subject stent. After repeated attempts, the physician found that the proximal and distal ends of the subject stent had become loose. Subsequently, the physician delivered an intermediate catheter, pulled the subject stent into the intermediate catheter, and removed it from the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.